Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na), and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. The customer noted that qc was later too low, the instrument was recalibrated and qc was within range. The specimens were re-tested, and the results were amended with the higher rerun results. Actual results were not provided, but customer stated that the maximum difference in na results was 10mmol/l, and the maximum difference in k results was 0.6mmol/l. The lab has not had any reports of patient impact due to the false low results reported.

Manufacturer narrative:
The ise system is routinely calibrated every morning, and qc is run with every calibration. Service was generated, but the customer cancelled service after a "thorough" cleaning (by the customer) resolved the issue. A clear root cause for this event is unknown.